Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching a peak of 320 mg/dl blood glucose (bg). The user was thirsty during the episode and was able to correct by staying on the device. The user was out of range for more than 90 minutes but did not require any further outside intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.